Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that the canulated drill has splayed.

Manufacturer narrative:
The reported event that cannulated drill bit & countersink fixos 1,7mm/l12mm, ao was alleged of 'device damaged' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by overtorquing the device. The device inspection revealed the tip of the drill is broken and deformed: flutes of the tip are spread from the axis of the device. Microscopic inspection revealed a brittle fracture and marks of usages are visible on the device. In addition to the overtorque, device was most likely bent over the k-wire. If the axis of the drill was not properly aligned on the axis of the k-wire, this might have bent the wire and lead to the spread of flutes. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The customer reported that the canulated drill has splayed.